Event description:
Customer reported during an infusion of IV fluids, the tubing was noted to be leaking from an unspecified location; it was removed and replaced. No pt harm was reported. No add'l info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of tubing leaking was confirmed. During visual inspection of the set, it was noted that the silicone tubing was almost completely torn apart from the upper fitment. Crush marks were noted on the upper fitment. The cause of the leaking set was due to a tear on the silicone segment; however, the cause of the tear could not be identified. The lot number was not identified. Based on the smartsite laser number, the mfg database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.